Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchiness on the patients back. There was no alleged device malfunction contributing to the irritation. The patient's physician authorized the return of the device. Follow up indicated the irritation improved.